Manufacturer narrative:
A review of customer provided image was conducted by a regulatory post market surveillance analyst: the image showed no visible damage to the instrument tip. The teflon pad was deformed but, no missing sections were visible. Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The instrument was analyzed and it was found to have damage on the teflon pad. A piece of teflon pad was broken along the side of pad and it was not returned with the instrument. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the teflon pad of harmonic ace instrument was deformed. The procedure was completed using a backup instrument with no reports of patient injury.